Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station displayed an error message, dispensing.ui.win not responding and the user had to restart the system multiple times to restore functionality. However, there were no delay in patient care and no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for (B)(6) was performed from the date of manufacture, 26-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, a technical support specialist (tss) confirmed with the customer that the reported error did not recur after a forced restart; however, it was noted as a recurring issue at the site, sometimes requiring multiple restart attempts. Tss explained that the behavior was likely due to intermittent network connectivity or improper device reboot handling, which could cause the application to hang. The system functioned as intended when the technical support specialist investigated the issue.